Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a white particle in the balloon. The device was compounded with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 8, 2015- may 13, 2015. One unit was received for analysis. Visual and microscopic inspections were performed and revealed no evidence of particulate matter inside the reservoir. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.